Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the emergency room after experiencing an inappropriate high voltage therapy due to the ventricular rate incorrectly discriminated in the ventricular fibrillation detection. Programming changes were made. The patient will continue to be monitored. No further information is available.